Event description:
It was reported that patient experienced pain and elevated levels of crp after undergoing total knee arthroplasty on (B)(6) 2012. Subsequently, current crp levels have returned to normal and no revision procedure is planned.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions" and "interoperative or postoperative bone fracture and/or postoperative pain."